Event description:
It was reported following a percutaneous coronary intervention (pci) in 2009 for a chronic total occlusion (cto), an 8f angio-seal sts plus was selected for use. A pre-deployment angiogram revealed a common femoral artery (cfa) puncture with a 7.0-8.0mm lumen diameter. A 7f terumo sheath was used during the procedure. Hemostasis was achieved without complications with an 8f angio-seal sts plus. The puncture site was not disinfected and the staff did not change gloves or use new scissors prior to the deployment. Two days later, the patient was discharged from the hospital. The patient returned to the hospital ten days later, 10 days after the initial procedure with complaints of foot swelling, and the physician decided to take a wait and observe the patient. The next day, another surgeon attempted a needle aspiration of the swollen foot, but there was nothing to be drained. Two days later, the patient experienced an area of ecchymosis and swelling near the puncture site directly above the artery where the angio-seal was deployed. The physician performed a needle aspiration and removed approximately 20ml of sticky blood, and the patient returned home with a gauze pressing over the puncture site. The following day, when the surgeon removed the gauze to examine the puncture site, blood gushed out. Immediately the puncture site was surgically sutured on a temporary basis and the patient underwent emergency surgery. Surgical findings reported that the patient had developed an infection with an approximately 6mm perforation of the artery. After clamping off the artery, the artery perforation was repaired with a patch. No further bleeding was observed after placement of the patch, and the patient has been monitored. The physician commented that the cause of infection was unknown, but that it is highly possible that the 6mm perforation of the artery developed as a result of some inflammatory reaction or infection.

Manufacturer narrative:
No product was returned. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal patient information guide states some bruising or discomfort is common during the healing process after intravascular procedures; however, the patient should contact their physician immediately at the number listed on the patient information card if they experience fever, bleeding, persistent swelling in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage or any other unusual symptoms. The angio-seal device instructions for use (IFU) caution the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may cause infection. Any sign of infection at the puncture site should be taken seriously and the patient monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected. The angio-seal device instructions for use (IFU) states the angio-seal kit is supplied sterile in a poly bag. The bag includes a sealed tray containing the angio-seal components. The angio-seal is labeled sterile.